Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of pain ("suffer intense pain at times") and genital haemorrhage ("hemorrhage") in a female patient who had essure inserted for birth control. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pain and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for genital haemorrhage and pain with essure. The reporter commented: she suffered for years until it was recently removed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of pain ("suffer intense pain at times") and genital haemorrhage ("hemorrhage") in a female patient who had essure inserted for birth control. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pain and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for genital haemorrhage and pain with essure. The reporter commented: she suffered for years until it was recently removed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.